Manufacturer narrative:
Age a time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03507. It was reported that bur got stuck on lesion, rotawire fracture, vessel perforation occurred and patient went surgery. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid right coronary artery (rca). A 1.75 mm rotalink¿ plus and a 330 cm rotawire¿ were selected for use. During the procedure, a non bsc wire and catheter were initially used. After that opticross was used but it was unable to cross. Then, it was changed to rotawire floppy using caravel. The rotalink burr was then advanced, however the burr got stuck at the tortuous part of the proximal rca. It was repeatedly pushed and pulled for about five times, but the burr was unable to be advanced. When the burr was able to be advanced, the physician did not notice that the rotawire got detached near the proximal rca. The burr advanced outside the blood vessel and then, coronary artery perforation occurred. A non bsc catheter was delivered however, it was unable to cross the lesion. A guidezilla 2 7f was used in combination, however, the non bsc device catheter was still unable to cross. The physician tried to stop the bleeding by dilating the perforated area with a 3.5x12 nc emerge balloon. The rotawire that was left inside the blood vessel was retrieve surgically, and bypass was performed. When the rotawire was pinched with a forceps, it got broken again and detached. The patient was then monitored at the intensive care unit. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device revealed a kink on its body approximately at 124 cm from the proximal end and it is fractured approximately at 318 cm from the proximal end. The fractured section is divided into 2 separated parts, one that contains the spring tip and a second one, smaller, of approximately 3.5 cm. The distal section (spring tip) presents a kink as well. From the section of the main wire's body, where the fractured is located, is possible to see signs of rotational wear (characteristic marks from the rotational movement of the burr). Overall length couldn't be performed because of the condition of the device (fractured). Overall diameter of the distal tip, middle of the device, and proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03507. It was reported that bur got stuck on lesion, rotawire fracture, vessel perforation occurred and patient went surgery. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid right coronary artery (rca). A 1.75mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, a non bsc wire and catheter were initially used. After that opticross was used but it was unable to cross. Then, it was changed to rotawire floppy using caravel. The rotalink burr was then advanced, however the burr got stuck at the tortuous part of the proximal rca. It was repeatedly pushed and pulled for about five times, but the burr was unable to be advanced. When the burr was able to be advanced, the physician did not notice that the rotawire got detached near the proximal rca. The burr advanced outside the blood vessel and then, coronary artery perforation occurred. A non bsc catheter was delivered however, it was unable to cross the lesion. A guidezilla 2 7f was used in combination, however, the non bsc device catheter was still unable to cross. The physician tried to stop the bleeding by dilating the perforated area with a 3.5x12 nc emerge balloon. The rotawire that was left inside the blood vessel was retrieve surgically, and bypass was performed. When the rotawire was pinched with a forceps, it got broken again and detached. The patient was then monitored at the intensive care unit. No further patient complications were reported.